Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 425 mg/dl. The discontinuation of the device was advised. The customer called back and stated that they changed the battery and the insulin pump worked for a little while. At this point the customer's blood glucose was 94 mg/dl. The customer stated that whenever the insulin pump was not delivering insulin, they used manual injections to treat. Even though the customer was advised to discontinue the use of the malfunctioning insulin pump, they were still using it. Nothing further was reported.